Event description:
On july 28, 2006, the lay-user pt contacted lifescan alleging that she was unable to test her blood glucose because a one ultra meter had displayed "error 4" and "error 5" messages. The technical service representative (tsr) was unable to contact the pt by telephone on two separate days. In 2006, at an unknown time, the pt attempted to test her blood glucose but was unsuccessfully due to encountering the "error 4 and "error 5" messages. At the time of concern, the pt had symptoms of feeling "disoriented". Since the pt felt as though her blood glucose was low, she administered self-care by eating food and/or drinking a beverage. At an unknown time that same day, the pt "fainted." She was taken to a hospital around 1:00 pm. It is not known if the paramedics were contacted. In the hospital, a reading of "3.2 mmoi/l" was obtained on a hospital meter. The pt was hospitalized for 5 hours and given IV glucose treatment. It would have been helpful to know the following information: when did the error mesages start, when did the symptoms start, what time did the pt faint, when did the pt regain consciousness , and were the paramedics contacted. In addition, it would have been helpful to know if the pt's blood glucose was tested while she was unconscious, what the pt's medication regimen is, if the pt was following the regimen the day before and day of the event, what meals the pt ate prior to fainting, and what activites (i.e. Exercise) the pt participated in before the event. The tsr noted that the pt was not apply her blood correctly to the test strips. The tsr was able to walk the pt through a successful blood glucose test during troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusions: the pt was unable to test her blood glucose due ot the "error 4" and "error 5" messages. The pt felt disoriented and treated herself properly by consuming food and/or a beverage. The pt fainted, was hospitalized with a result of "3.2 mmoi/l," and treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.